Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. Model #: sc-4316, lot #: 18428205, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site after multiple ipg replacement and reprogramming. The patient underwent a revision procedure wherein the ipg, leads, and clik anchor were explanted per physician's preference. No device malfunction was suspected.